Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced foreign matter contamination. The following information was provided by the initial reporter: the nurse established a venous channel before the operation. It was found that there was a movable black dot-like foreign matter on the heparin cap of the indwelling needle, which was not easy to remove. Stopped using it immediately, and replaced it with a new closed intravenous indwelling needle, and continued to complete the infusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter experienced foreign matter contamination. The following information was provided by the initial reporter: the nurse established a venous channel before the operation. It was found that there was a movable black dot-like foreign matter on the heparin cap of the indwelling needle, which was not easy to remove. Stopped using it immediately, and replaced it with a new closed intravenous indwelling needle, and continued to complete the infusion.

Manufacturer narrative:
A device history review was conducted for lot number 2082694. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.